Event description:
It was reported that an elderly male pt underwent a ptd procedure as an outpatient. A tourniquet was not used during the procedure. Shortly after the procedure began, the pt developed respiratory arrest followed by cardiac arrest. A pulmonary embolism was suspected. A full resuscitation procedure was initiated and the pt recovered. The radiology dept is doing an internal review. At this time they are not attributing this incident to product malfunction, or feel that the pulmonary embolism was involved in this event.